Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump had pump error. The customer's blood glucose was unknown. The customer stated that they rewound the insulin pump and the pump error came up. The troubleshooting was not complete. The product will not be returned for analysis.